Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the stent came off of the stent delivery system (sds). The stent was noted to be dislodged during unpacking. No add'l event or pt info is available.